Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, events of post paced t-wave oversensing were noted on the device. The device was replaced due to normal battery depletion. The new device was reprogrammed to resolve the event. The patient was stable.